Event description:
It was reported that the patient's blood glucose was 500 mg/dl with emesis and positive for ketones. A family member stated that he delivered a manual injection of insulin and the patient's blood glucose resolved to target and the ketones resolved without the need for medical assistance. The family member said that he noticed a large air bubble in the cartridge and believed it to be the cause of the elevated blood glucose event. He refused to review the cartridge filling technique or to examine the cartridge for possible causes of the air bubble formation. This complaint is being reported because of the allegation that air bubbles caused a serious blood glucose excursion.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the cartridge was not returned, a retained sample was evaluated by product analysis on (B)(6) 2011 with the following findings: the cartridge passes visual inspection, no damage or defects were noted to the luer connection or o-rings. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.